Event description:
It was reported that while in use on a patient this 980 ventilator was seen to have smoke coming from the front of the ventilator. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient this 980 ventilator was seen to have smoke coming from the front of the ventilator. The device was available for evaluation. A review of the ventilator logs found evidence of a transient total power loss which resulted in a loss of ventilation (lov). The service personnel (sp) inspected the ventilator and was unable to confirm the visible damage related to the reported smoke. Additionally, sp found the secondary battery light emitting diode (led) turned red, would not recognize the battery nor charge and unit had with background diagnostic codes. Based on codes, customer replaced the battery. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The investigation could not confirm the reported smoke. The lov was not identified in the logs, was caused by the transient power loss to the ventilator. The cause of the additional battery charging issue was isolated in the field to a potential fault in battery. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.